Event description:
It was reported that a pump did not recognize door latched. It was also reported that there was no pt issue.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Evaluation confirmed reported symptom of "does not recognize door latched". Unit was received inoperable due to "door not fully latched" alarm caused by loose link screw (upper). The alarm was resolved during evaluation by adjusting the screw with the door performing as expected. The link screws were replaced.